Event description:
It was reported that a perforation occurred after stenting a sapheneous vein graft of the left anterior descending artery and the graftmaster was attempted for treatment. The 3.5 mm x 16 mm graftmaster was deployed but did not completely seal the perforation. A second 4.0 mm x 16 mm graftmaster was also deployed but the perforation was not completely sealed. A third 3.0 mm x 16 mm graftmaster was used successfully and the perforation was completely sealed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. The patient was transferred from the cath lab in stable condition. Though requested, all available information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. The stent remains in the anatomy, and the product was not returned which may have aided in the evaluation. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. However as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. Hemorrhage is listed as an observed or potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use. Due to the inherently serious and emergent use of the graftmaster device, the leak itself and/or the failure to treat the leak may have possibly resulted in cascade of patient effects such as hemorrhages and additional treatments; however, their relationship to the device, if any, could not be determined. Review of the device lot history record was performed and indicated no non-conforming material reports for the lot. Additionally, a search of the complaint-handling database was performed and there are no other incidents. There is no indication of a product quality deficiency. During manufacturing, all stent delivery systems are leak-tested and visually inspected for foil damage and proper placement. The other graftmaster, is being filed under a separate MFR number.